Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the screw head of the spine clamp broke off when attempting to remove the clamp from the spinous process. The surgeon recovered the piece of the clamp that broke off. The surgeon then used a burr on the clamp hinge to remove it completely. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.